Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported inaccurate continuous glucose monitor (cgm) values which he stated did not improve after calibration. He felt like his glucose level was low (no symptoms provided) and drank some coke, then felt fine. The cgm reading was over 300 mg/dl but the bg was 80 mg/dl. The event occurred 2 days after the sensor had been inserted. The reported allegation falls within the d zone of the parkes error grid. Data was provided for investigation, but confirmation of the allegation could not be determined as no defect was found. The root cause could not be determined post investigation. No additional patient or event information is available.